Event description:
Medtronic received information that approximately 12 days following the implant of this transcatheter bioprosthetic valve, the patient returned to the hospital with pulmonary edema and difficulty breathing. A transesophageal echocardiogram (tee) was performed which showed the valve had migrated deep, and was impinging on the mitral valve. Severe mitral insufficiency (mi) was reported as a result. Open heart surgery was performed. The mitral valve was reported to have been "opened" by the migrated transcatheter valve, causing the mi. The transcatheter valve was explanted. Of note, it was reported that initial implant depth of the transcatheter valve was 4 mm, and there were no reported implant complications. A post implant balloon aortic valvuloplasty (bav) was performed at the index procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report is as follows: intra procedural implant and post implant coronary re-access angiographic images were provided for review. The fluoroscopic valve load inspection was provided and confirmed an adequate valve load. Subsequently, a pre-implant balloon aortic valvuloplasty was performed. The valve was deployed to 80% and depth assessment was performed. The valve depth was approximately 0-1mm at the non-coronary cusp (ncc) in the cusp overlap view, and 0-1mm at the left coronary cusp (lcc) and no was infold noted. The valve was recaptured due to the shallow depth at least one time. An infold was noticeable with the succeeding deployment. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The implanting team followed best practices and the infolded valve was removed and a new valve was loaded. Fluoroscopic valve load inspection was provided for the replacement valve, an adequate valve load was confirmed. A second pre-implant bav was performed. The replacement valve was deployed to 80% and a valve depth assessment was performed. The valve depth was approximately 8mm at the left coronary cusp (lcc) in the left anterior oblique (lao) view. In the cusp overlap view, assuming an adequate position of the pigtail catheter, the valve appeared to be in a very deep, however, without a contrast injection is not possible to confirm the exact depth. A recapture is recommended if depth <(><<)>1mm or >5mm. In this case, a recapture was warranted; however, despite the deep depth, the valve was released. An aortogram confirmed valve position at approximately 8-9mm at the ncc and 10mm at the lcc. Subsequently, a post balloon aortic valvuloplasty was performed, which might have contributed to a deeper position. Post implant coronary angiogram was performed revealing coronary flow to the left and right coronary arteries. Per this image review, the valve appeared to be very deep and warranted a recapture, however the valve was released instead. It is also possible that the post-bav contributed to a deeper position. This additional information provided from image review does not impact the previously completed investigation, other than to provide likely contributing factors to the migration. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: no valve implantation procedure images were available for medtronic review, and the valve was not returned to medtronic, so no product analysis could be performed. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: medical safety reviewed the product event and assessed the reported: valve migration, mitral insufficiency and transcatheter aortic valve explant. Based on the information provided, it is likely that the migration of the transcatheter aortic valve caused interaction/impingement of the mitral valve and led to severe mitral insufficiency. The transcatheter aortic valve was explanted. All adverse events and severities noted in this event are documented in the risk management files and within the instructions for use (IFU). No further safety assessment required, and no further action is needed as this complaint did not identify any unexpected serious adverse events. Migration is a known potential adverse effect per device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. With the limited information available, a conclusive root cause of the post-procedure migration could not be determined. Reportedly, the deep migration resulted in interaction with the mitral valve and subsequent severe mitral insufficiency. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.